Event description:
A hospital in (B)(6) reported via a distributor that the heater wire alarm of the humidifier was activated when an rt105 adult inspiratory-heated breathing circuit was used. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt105 breathing circuit is not sold in the USA but is similar to a product which sold in the USA. The 510(k) number for that product is k983112. Method: the inspiratory limb of the complaint rt105 breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. The electrical resistance of the inspiratory heater wire was tested using a mulitmeter. Results: no physical damage was noted to the returned inspiratory tube. Electrical resistance test revealed that the heater wire was open circuit, confirming the reported fault. Continuity test showed that the open circuit in the inspiratory limb heater wire is located at the connection between the heater wire and one of the heater wire pins in the overmoulded plug. A lot check revealed no other type of this complaint for lot number 120223. Conclusion: electrical open circuits in heater wires can be associated with insufficient connection with the heater wire pin during production, such that it is unable to provide continuity for the full period of use. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became open circuit post production. (B)(4).